Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached alarm. There was unknown patient involvement.

Manufacturer narrative:
D9: 1/21/2025. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer complaint was not able to be confirmed. An alarm was unable to be triggered when connecting cassettes. A cause was unable to be confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.